Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the lts60a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, the device cut and did not staple. The device did not fire off any staples. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).